Event description:
It was reported that the pump failed with pressure fault. No other information was provided or received.

Manufacturer narrative:
The complaint is not confirmed. The unit passed all testing.